Event description:
During the procedure. The drill bit broke off, while drilling the acetabulum to place a 6.5 mm screw and fix the cup. At the end of the procedure, the fragments were recovered from the drill.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: according to the information received, "during the procedure, the drill bit broke off when the specialist was drilling the acetabulum to place a 6.5 mm screw and fix the cup; he then proceeded to extract the two fragments, without causing any damage to the patient, the specialist's solution was not to place the fixation screw and continue with the procedure, finishing it successfully, without discomfort to the specialist, as mentioned above, without affecting the patient and without alteration in the surgical times. At the end of the procedure, the fragments recovered from the drill are marked with tape and left inside the equipment for easy identification and exchange ." The product was not returned to depuy synthes, however photos were provided for review. See attachment (source file - reporte de calidad clinica medilaser neiva neiva _ colectivo 502707). The photo investigation revealed that quickset 3.8 dimtr dr bit 25mm had broken. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the quickset 3.8 dimtr dr bit 25mm would contribute to the complained device issue. Based on the investigation findings, unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: 1. Was there a surgical delay? If so, how long did the delay last? No, there was no surgical delay, since as mentioned in the report, there was no affecting the patient, nor any alteration in the surgical times and the surgery was successfully completed 2. Were there any adverse consequences affecting the patient due to the reported event? No, there was no adverse affectation or consequence that affected the patient, because of what happened with the 25 mm quickset bit ref (B)(4) lot ng125909 that was broken.